Manufacturer narrative:
Part # for dysplasia screw corrected from 74500060 to 500044.

Event description:
It was reported that revision surgery was performed due to pain, soft tissue reaction, high cobalt levels & neurological changes.